Event description:
The complainant alleged that during routine testing by a biomed the display enlarged until it was unreadable. The complainant indicated there was no pt involvement with this reported malfunction.